Event description:
Upon placement of 18g biopsy needle into subcutaneous tissues for percutaneous liver biopsy, needle broke off into subcutaneous tissue. Required CT and fluoroscopy guidance for needle fragment removal.